Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 scope communication error, and no image due to fluid invasion of the scope connector, angle rubber glue lifting, and angle rubber glue chip and scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope exhibited loss of rfid data communication error when plugged into the image processor. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that there was no delayed and the procedure was completed using similar device. Upon inspection and testing of the customer returned device, the scope exhibited b30 scope communication error, and no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invading the device due to leakage while the user was handling the device which led to abnormality of electronic parts resulted in error message was displayed. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.